Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.(B)(6).

Event description:
It was reported to philips that the heartstart mrx defibrillator lead 5 failed. There was no patient involvement.